Event description:
During attempted injection of pt, needle became completely disengaged from syringe and material sprayed out as if under pressure and got on pt and staff. Though no injury occurred, event is being reported due to possibility that an injury might occur if event were to recur.